Event description:
Additional information was received from the rep. It was reported that cause was not known. Rep reported they flipped the leads from 0-7 to 8-15 and the high impedance was the same, rep was not sure how long this had happened. The patients previous stim coverage was good so the hcp just swapped the batteries and left the leads in place. After over a week the patient was getting good coverage and happy with the stim implant. Issue has been resolved. The rep programmed off of the good lead.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient was in the or for a replacement and they were putting in an ins. When checking impedances, 0-7 were normal and 8-15 were all over 40k. They swapped the leads in the ports and this time 0-7 were over 40k and 8-15 were showing green check marks but over 40k. The bad lead was still bad after they flipped it. Rep stated the lead showing over 4ok working fine previously. Impedances were tested and the following impedance results were reported. Electrode 4 on bad lead was green at 1400 but 3 above and 4 below were red and open circuits. Troubleshooting steps: check all connections and set screws, re-tighten. Switch connections or ports. Ts reviewed that colors only indicate a certain range. In order to determine the exact impedance rep would have to check the reference electrodes. Rep then checked reference electrodes and saw that tablet was correctly displaying what they would expect with one bad lead. No further complications were reported/ anticipated.